Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction and inserted via a terumo sheath into the patient's left femoral artery. There was no resistance encountered when inserting the iab into the sheath. "About 2 hours after the iab was inserted, and while in the ICU the pump gave a drain failure alarm. When the user then looked at the monitor, the arterial pressure that had been measured by fiberoptix sensor (fos) had been switched to ECG because the pump was running by autopilot mode. The arterial pressure (ap) waveform measured by the fos became flat. Although the ap measurement had been automatically switched to ECG, ECG was almost unavailable because of the patient's condition. So, the patient was not receiving appropriate intra-aortic balloon pump (iabp) treatment. Then, internal trigger was selected and the pumping was continued. However, during the few hours of iabp treatment, the patient died."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.